Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per operational and diagnostic, this complaint can be confirmed. During evaluation, it was found that the device was physically broken and there was failure in main pcb. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. When the main pcb has failure and the device is physically broken, the device would not work as expected, therefore are the root causes of the reported problem. Multiple attempts were done to obtain more information regarding the event but no response was received. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the fms vue pump had a functional failure. There was no patient consequence and no surgical delay was reported. No additional information was provided.